Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8216-70, serial: (B)(4), batch: 7051864.

Event description:
It was reported that the patient was not getting adequate pain relief and could not tolerate the feeling of the stimulation. No device malfunction was suspected. The patient underwent an explant procedure and was doing well postoperatively. All device components were explanted and will not be returned.